Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent and the infusion site was bleeding. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received and evaluated. No damages were observed with the exposed portion of the soft cannula during investigation. Fluid was observed passing successfully through the soft cannula and exiting the distal tip. Blood was observed on the adhesive pad of the returned device. The cannula assembly and bottom housing were checked for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. The exact cause of the bleeding/bruising could not be conclusively determined. The downloaded data returned an 0x14 alarm, indicating that an occlusion occurred. The data showed timeouts. The fluid path was seen to be occluded due to dried residue in the hard cannula, but it was successfully cleared during investigation; it cannot be determined when or how the fluid path was occluded or if it caused the 0x14 alarm. The cause of the generated alarm could not be determined.